Event description:
It was reported that the patient experienced soreness and discomfort at the implant site, so a pocket revision was performed two weeks post implant. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2014 (B)(6); 4193 implantable pacing lead 2014 (B)(6). (B)(4).